Event description:
Covidien received info stating that during pt use of the ht70 ventilator, while the pt circuit was being replaced, the ventilator had been turned off. When the unit was turned on again, the screen froze. The pt was manually ventilated and transferred to another ventilator. There were no negative pt consequences reported.

Manufacturer narrative:
(B)(4).